Manufacturer narrative:
A steris service technician inspected the washer and conveyor system and found that the conveyor system that connects to the washer was not level with the washer's loading door. The technician stated that when the employee was loading a heavy instrument basket into the washer the employee had wet gloves on and as she was pushing the basket into the chamber her left hand slipped subsequently causing her to cut her thumb. The technician adjusted the height of the conveyor system to allow for a smooth transition of instrument baskets from conveyor system to washer.

Event description:
The user facility reported that an employee was loading a heavy instrument basket into the washer and obtained an injury. No medical treatment was sought.